Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his adc blood glucose meter due to a fast draining battery. Customer reported that on (B)(6) 2018, he "could not feel any symptoms" and visited his doctor as he was unable to get the reading from his meter. Customer further reported receiving a reading of 153 mg/dl from the doctor's meter and was given 35 units of insulin which was his regular medication. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to test using his adc blood glucose meter due to a fast draining battery. Customer reported that on (B)(6) 2018, he "could not feel any symptoms" and visited his doctor as he was unable to get the reading from his meter. Customer further reported receiving a reading of 153 mg/dl from the doctor's meter and was given 35 units of insulin which was his regular medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Pma510k# was incorrectly documented in the initial MDR 30 day report. Pma510k# has been updated.